Event description:
The handpiece was sticking and was not working properly.======================health professional's impression======================doctor asked for another ligasure and he states it was sticking when used in the patient.